Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes showed the reported loss of capture in the rv channel. During the analysis of the provided x-ray a possible lead perforation could be observed, which might have led to the observed electrical issues. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this pacemaker lead was capped due to loss of capture and left in situ approx. 50 months after the implantation. The patient is pacemaker dependent and was in presyncope. A whole new system was implanted on the right side.